Event description:
It was reported that while in the cath lab the 40cc intra-aortic balloon (iab) was connected to the pump and the pump read 2.5cc. Additional information received from the distributor in 2009, stated the iab was inserted, the rn connected the connector to the pump and it read 2.5cc. The rn opened another iab and replaced the driveline tubing and at that point the pump worked well. "The iab was not replaced because the balloon was fine." The driveline tubing will be returned.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.